Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.